Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the image is no longer displayed due to a malfunction of the ccd unit. The failure of the ccd unit is due to the deterioration of the material of the ccd sensor due to ultraviolet rays.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. There was no image due to a faulty charged coupled device (image center). A shortage in the cable was also causing intermittent noise and horizontal streaks in the image. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported an hs autoclavable camera head did not display an image during a procedure. No patient harm or impact to patient care was reported for this event.